Manufacturer narrative:
(B)(4). Physio-control advised the customer to remove the device from service and obtain a replacement, as the device is not field serviceable and no longer under warranty. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) on the readiness display and would no longer power on. There was no patient use associated with this event.